Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took 25.5 units of insulin to observe insulin drips dripping out of the tubing during the load fill tubing sequence. Reportedly, the customer continued to fill the tubing and was able to observe drops of insulin exit from the end of the tubing. Customer's blood glucose was 400 mg/dl.